Event description:
It was reported that during a generator replacement due to near end of service, the patient¿s pre-op diagnostics were greater than 10,000 ohms. A new generator was attached to the lead and interrogated, and the impedance was greater than 10,000 ohms. The new generator was tested using generator diagnostics and the resister pin, and the lead impedance was as expected. The lead was replaced. The new lead and new generator had good impedance. The device has not been returned to livanova to date. No additional or relevant information has been received to date.